Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to non-capture in multiple locations. This rv lead was replaced with an active fixation lead with good parameters. This rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to non-capture in multiple locations. This rv lead was replaced with an active fixation lead with good parameters. This rv lead was never in service. No adverse patient effects were reported.